Event description:
It was reported that when the device was used during a gastrectomy, staples malformed in the middle of one side of the staple line. They were box-shaped. The surgeon put some overstiches to close the tissue. Another like device was used to complete the procedure. There was no pt consequence.